Event description:
The patient had an intrathecal baclofen pump programmed at 700 mcg/day. The last pump refill was performed in 2009. Two months later, the dose was programmed to 770 mcg/day. At about a week later, the patient experienced somnolence which evolved quickly to "quiet coma". Glasgow coma test was 3/15. The emergency medical service arrived: the patient's arterial blood pressure was 78/41 mmhg: the patient's heart rate, respirations, arterial oxygen saturation, and body temperature were normal. "Dextro was at 0.93 g/l" and the glasgow coma test was 5/15. The patient's renal function was normal. The patient's pump was filled with saline and the patient was transferred to the intensive care unit. On the evening, the patient's condition was "favorable" with the coma test at 9/15. The patient returned to baseline and left the intensive care unit in the next day. The lioresal dose was programmed to 725 mcg/day. Evaluation of the pump did not show any dysfunction. It was suspected the patient experienced a probable lioresal overdose following the dose increase. The patient was described as "polymedicated".